Manufacturer narrative:
Product instructions provide info on how steam is produced and warns the consumer not to move the unit after it has been used until unit has cooled. Consumer's failure to heed the instructions and warnings provided led to the incident.

Event description:
Consumer claims that his humidifier ran all day long. He is alleging that while emptying the water from the unit, he burned his hand.